Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken curved blade. Failure analysis found the primary failure of the broken curved blade to be related to the customer reported complaint. A broken piece approximately 0.33" x 0.10" was not returned. There was material missing from the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the harmonic ace instrument was broken. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The harmonic ace instrument collided with a suction irrigator instrument during the procedure. The tip of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure.